Manufacturer narrative:
(B)(4): b3: the event happened about 4 days after revision surgery. D10: unknown item #, unknown plate, unknown lot #. G2: report source united kingdom. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Aspiration is a well-known postoperative complication that typically requires medical intervention and possibly even hospitalization for more aggressive medical management. Within a two-hour postoperative window, the protective reflexes of the oropharyngeal passages are depressed, and the patient can aspirate. Patients that have known history of respiratory or lung diseases such as copd, asthma, or are immune suppressed are at increased risk for developing this complication. Aspiration is a procedural related complication resulting from intubation during the procedure and is considered a hospital-acquired condition. As the complaint indicates, a postoperative complication of aspiration occurred resulting in expiration. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to fatigue failure of distal ncb plate. Approximately 4 days after the revision surgery, the patient's condition deteriorated and they died. A definitive cause of death is unknown, aspiration is suspected. Due diligence has been completed and no further details have been provided at this time.

Event description:
It was reported that the patient was revised due to fatigue failure of distal ncb plate. Approximately 4 days after the revision surgery, the patient's condition deteriorated and they died. A definitive cause of death is unknown, multi organ failure, sepsis, cardio genic shock and aspiration pneumonia, surgical repair of periprosthetic hip fracture is suspected. Due diligence has been completed and no further details have been provided at this time.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.